Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 377760, lot # v006641, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿has gone dead since (B)(6) 2015.¿ the ¿tech¿ then came out and tested it and said ¿it is completely dead.¿ the patient had no falls or trauma recently but stated they had a fall 2 years ago (2013) ¿but it kept working after that until it turned off for good in march of this year.¿ the indications for use were noted as cervical radiculopathy and complex regional pain syndrome type ii. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.